Manufacturer narrative:
The reported event was inconclusive as the conditions of the photo sample. Photo sample evaluation: received 6 photo samples for evaluation. The first photo shows and biohazard cover with. The second photo shows an opened temp-sensing foley catheter with a cut portion of the inlet tube, the tamper evident seal. The third photo shows the trifurcation site of the catheter. The fourth photo sample shows a close up image of tip of the catheter. The fifth photo sample show the inflation valve/cap with material number 119314 and manufacturing lot number ngkn0583. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Therefore, reported event is inconclusive. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in operating room. After the surgery and placement of the foley catheter, when the patient returned to the ward and the blanket was removed, a crack was found in the tube, and urine was leaking out.

Event description:
It was reported that in operating room. After the surgery and placement of the foley catheter, when the patient returned to the ward and the blanket was removed, a crack was found in the tube, and urine was leaking out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.